Event description:
Medline drape noted to have break in barrier protection at end of case. Seam connecting main area of drape to the barrier for patient's head and shoulders was open and not sealed.======================manufacturer response for medline sterile drape, medline c section sterile (pack) (per site reporter).======================representative for medline took the defective drape - no word from company yet. Rep stated the drape connections is not pressed, not glued.